Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the device "shocked" the patient "many times" while the patient was "just sitting". It was also reported that the patient had a broken "lead wire" but the patient was too weak to have an operation. It was also reported that the patient grew worse and eventually died of heart failure.